Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 analyzer compared to the abbott architect method. The initial result from the e801 analyzer was 4 pg/ml. The result from the abbott method was 1 pg/ml. The high result from the e801 analyzer was reported outside of the laboratory where it was questioned by the clinician.

Manufacturer narrative:
The sample was requested for investigation but was not provided. The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.